Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that a patient had a open reduction internal fixation (odif) surgery performed on (B)(6) 2016 during the surgery the 2.0mm drill bit with depth mark broke. While the surgeon was drilling through the drill guide the drill bit hit an already implanted cortex screw cause the drill bit to brake. The drill bit was left in the patient. There was two (2) minute delay in surgery. Patient 's outcome was good. This report is 1 of 1 for (B)(4).